Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced bacterial peritonitis manifested by abdominal pain and cloudy peritoneal dialysis effluent. The patient was hospitalized for the event on the same day as onset. The cause of the peritonitis was unknown. On an unreported date, the patient was treated with unknown antibiotics (dose, frequency, and route not reported) for peritonitis. Fourteen days after hospitalization, the patient was discharged from the hospital and had recovered from the event. Dianeal therapy was ongoing. No additional information is available.